Event description:
It was reported that harmonic scalpel instrument made a noise and consequentially broke inside of patient. The broken piece was retrieved and removed from patient, along with the instrument. There was no patient injury and the complainant is not aware of any medical intervention or extended procedure time. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation as there was no facility or contact information provided. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause(s) are: - too much force or torque applied to instrument, or grasping/pulling - incidental and prolonged activation against solid surfaces, such as bone or plastic - attempting to bend, sharpen, or otherwise alter the shape of the blade the instructions for use (IFU) state: use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice indicating that sufficient torque has been applied to secure the blade. - do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. - avoid contact with any and all other instruments while the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. - note: do not use any other means than the torque wrench to attach or detach the instrument from the hand piece. - note: do not torque the instrument by hand without the torque wrench or damage may occur to the hand piece. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.